Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump even after changing the reservoir three times. The patient's blood glucose level was at 136 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting because they were getting to go to work. The customer stated that they finally go the pump to work and will monitor the pump. The customer stated that they had received a replacement pump from medtronic and will send the old pump back for analysis. No further information was provided.